Event description:
During a regular follow-up, svc coil impedance was below 200 ohm. The ventricular pacing impedance curve revealed abnormal low values. Egm episodes were stored in device memory with oversensing. During the re-intervention performed on (B)(6) 2015, the physician decided to explant and replace the subject ICD.

Event description:
During a regular follow-up, svc coil impedance was below 200 ohm. The ventricular pacing impedance curve revealed abnormal low values. Egm episodes were stored in device memory with oversensing. During the re-intervention performed on (B)(6) 2015, the physician decided to explant and replace the subject ICD.